Manufacturer narrative:
A specific root cause could not be identified. Base upon a review of the calibration data, reaction monitor and alarm trace, no issues were identified. Based on the data available for investigation, the root cause may be related to a pre-analytic issue or insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for crpl3 c-reactive protein gen.3 (crpl3). The erroneous result was reported outside of the laboratory. The initial crpl3 result was 0.60 (unit of measure not provided). This result was reported outside of the laboratory. Medical personnel contacted the laboratory and the sample was repeated and the result was 142.17 (unit of measure not provided). No adverse event occurred. The crpl3 reagent lot number was 157148. The expiration date was requested but was not provided.